Event description:
It was reported that the customer received an alarm on the insulin pump and was having to correct the date each time a set change was performed. It was unknown when the alarm occurred. The last bolus performed did show up in the history. It was advised that the patient revert to a back-up plan. Bad battery and off no power alerts were found in the history of the insulin pump but it was not possible to troubleshoot for these issues at the time. The customer's blood glucose was 75 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with blank display due to battery tube corroded. Unable to check operating current, off no power test, battery out limit or alarms due to blank display. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)